Event description:
The customer reported the ventilator had an oxygen alarm activated while in use, and they were unable to reset it. The customer reported there was no patient harm. They placed the patient on another ventilator. The respironics service technician was unable to duplicate the reported problem, however reported there were diagnostic codes in the ventilator log history that confirmed an air source fault and loss of gas supplies, which will affect the operation of the ventilator. Upon occurrence of an air source fault, the ventilator will switch over to oxygen source. If there isn't an oxygen source available, there is a loss of both gas supplies, and the ventilator will shut down and enter a safety valve open (svo) state. The air source fault was due to a blower fan failure. The respironics service technician reported finding the blower fan blades blocked by a clamp and grommet which had been left in the ventilator after having been serviced by a third party vendor. The clamp and grommet were preventing the fan from spinning, which caused the air source fault. The respironics service technician removed the parts and the fan operated correctly. Extented self testing (est) and performance verification testing were performed, and all tests passed per operating specifications.